Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Hip was revised due to dislocation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No allegations were made regarding the shell. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. An event regarding dislocation involving a trident shell was reported.

Event description:
Hip was revised due to dislocation.